Event description:
Caller reported a malfunction on the pump, identified by malf 12, with no notable events occurring prior. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer reported multiple occurrences of the same malfunction, prompting cts to replace the pump. Customer was advised to put the current pump into storage mode before returning it via ups using a pre-paid label within 10 days. A replacement pump with updated software was sent, and cts informed customer of available training and necessary steps upon receiving the new pump. Customer acknowledged instructions and will continue using the current pump until replacement is received.